Manufacturer narrative:
H11 initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that the 14-years-old female child patient faced a kinked cannula on (B)(6) 2024 . The issue occurred with five similar types of infusion sets used for hours to 24 hours and the site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.